Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported tissue injury was due to procedural conditions. The reported tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a perforation and intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. The patient was presented with bilateral leaflet restriction, enlarged left ventricle, enlarged left atrium, rotated heart, and previous cardiac surgery. The first clip (xtw) was implanted with no reported issue. The patient had two jets: one was medial and one was lateral to the first xtw. When the physician advanced the second clip (xtw), one of the jets became eccentric in nature, it was thought to be coming from the lateral side. The second xtw was placed medially to the first xtw. As they were working with the second clip, mr went up to 4+ and leaflet perforation was noted. In the physician¿s opinion, the perforation of the anterior leaflet was caused by the first clip. The second xtw was implanted at that segment, but even with the second xtw implanted, mr was still 4+. A third xtw was advanced lateral to the first clip. However, the leaflets could not be grasped due to short and damaged leaflets. The third xtw was removed and a fourth clip (ntw) was advanced. The leaflets could still not be grasped due to short and damaged leaflets. The anterior leaflets measured 0.3 cm of mobile leaflet. The fourth clip (ntw) was removed. The procedure was aborted with mr at grade 4+. There was no clinically significant delay during the procedure. No additional information was provided.